Event description:
In (B)(6) of 2007, the pump went ¿poof¿. The patient heard the pump alarm, started going through withdrawal, and went to the ER (emergency room). The ER did all kinds of tests and couldn¿t find anything wrong with him. The pump was interrogated and ¿they found the pump was activating, but at that time, the pump had quit and then resurged¿. A surgeon was called and the patient was able to see him that evening. The patient symptoms, outcome and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8709, lot# l64338, implanted: (B)(6) 1999, explanted: (B)(6) 2011, product type: catheter. (B)(4).